Event description:
The customer reported that the catheter temperature reading was not correlating with the oral temperature of the patient. There were no patient complications reported. Through troubleshooting, it was determined that the cables were bad. Multiple attempts to obtains additional details were unsuccessful.

Manufacturer narrative:
The cables were not returned for evaluation; they were discarded at the hospital "a review of the manufacturing records could not be done without a serial number" the age of the cable is not known. "With such limited information, the complaint could not be confirmed, nor could potential contributing factors be identified." No actions will be taken at this time.